Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed on july 06, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to a development of cholesteatoma at implant site. The patient was reimplanted with a new device during the same surgery.